Event description:
Event was identified by the clinical events committee and was deemed to be consistent with an mi. During index procedure one lesion was treated. One endeavor rx drug-eluting stent (3 x 18mm stent) was implanted to the 1st obtuse marginal. Approximately one day after the index procedure the pt suffered a non q-wave mi in the territory of the implanted stent. Pt was asymptomatic / free of symptoms at 30 day f/u, 6 month f/u 1 year f/u and 1.5 year f/u.

Manufacturer narrative:
(B) (4). Results: mi.